Event description:
Concern is regarding the "quick clean micro steam bag" from medela that is used to sterilize the pump components. Reporter followed the instructions to sterilize the tubing from the breast pump and the tubing melted in the microwave. It partially burned and only when reporter smelled the smoke were they able to prevent an overt fire in the microwave. The instructions on the bag state to place the tubing in the bag with 4oz of water then microwave on high for 5 minutes for a 700w oven (the power of rptr's microwave) turning the bag half-way through. The instructions were carefully followed and the above occurred. When reporter contacted customer service at medela and explained what had happened, rep stated this was a known problem with the bag. When reporter questioned her as to why there was no warning, she stated there were just wasn't a warning. She stated she would pass along reporter's concerns. Reporter was also concerned about using the bags for other parts of the pump, but she reassured reporter that there had not been any incidents like reporter had with the tubing. This appears to be a serious problem with the potential to cause fire that the MFR ackowledges knowing about yet has not done anthting to prevent or warn the consumer public.